Event description:
During the implant attempt of the subject pacemaker, while suturing the pocket, the physician inadvertently had the needle caught between the header and the titanium case of the pacemaker, which resulted in detachment of part of the header. The subject pacemaker was not kept implanted.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by livanova that was cleared or approved by FDA for marketing in the united states.

Event description:
During the implant attempt of the subject pacemaker, while suturing the pocket, the physician inadvertently had the needle caught between the header and the titanium case of the pacemaker, which resulted in detachment of part of the header. The subject pacemaker was not kept implanted.